Event description:
It was reported that the ventilator had shut down while in use. The customer advised the unit may have exhibited a battery failure diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and found an error code indicating the battery had failed. The sp replaced the battery to address the reported issue. The sp reported that the battery was manufactured on 05/01/2015. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The unit was checked overall, run-in tested, cleaned, and functionally tested, and no abnormality was confirmed.